Event description:
Customer discovered that while ventilator was cycling on a pt, the 100% 02 breaths button was pressed the 02 monitored value only reached 93% o2 and would not return to original set value. The ventilator was swapped out with a different ventilator. The fse is still evaluating the ventilator and the defective part is unknown. There was no pt injuries.